Event description:
Reporting status: serious injury - medical intervention/permanent impairment reporting rationale: balloon rupture - stent migration requiring medical intervention; compressed against vessel wall. Device issue: balloon rupture. It was reported that the target lesion was very tortuous with mild calcification. The promus stent delivery system (sds) balloon ruptured before it reached nominal atm, causing the stent to not be fully deployed. Due to the rupture and partial deployment it was difficult to remove the sds and the stent migrated ostial of the lesion. An attempt was then made to insert another company's balloon catheter into the promus stent to complete deployment, but failed; therefore, the stent was compressed against the vessel wall. Another company's 2.5 x 18 mm stent was deployed to complete the procedure. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vasculars' drug eluting stent in the us.

Manufacturer narrative:
Results: product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the sds when fluid leaked out of a pinhole over the proximal balloon marker. There was a longitudinal scratch below the pinhole for a length of 1.5 cm. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.